Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the (B)(6) 2015 and performed to specification up to the (B)(6) 2015. The device records multiple self-test fails due to a low battery between (B)(6) 2015 and the final log entry on (B)(6) 2015. The returned pad-pak was installed and the device instructional leds on the membrane illuminated out of sequence. The device then powered off with a device service required prompt and red flashing status led. The test pad-pak was also inserted with the same result. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The instructional leds illuminated out of sequence and the device did not give CPR advisory prompts. This is a further symptom of the device failing to operate as a (B)(4). The device powered off with a device service required prompt and a flashing red status led. The device was disassembled for investigation. Upon visual inspection of the device the membrane tail was found to be installed incorrectly. Investigation found the reported fault can be attributed to the membrane tail being misaligned during manufacturing result in the device failing to operate as a (B)(4). The device was still able to deliver therapy.

Event description:
There was no patient involved in this event. The device red status indicator flashing.